Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that as soon as they got the device, their blood pressure started going up. They stated they had a lower back injury prior to the implant and the device had made their back pain worse. The patient also stated the blood pressure got so high and they had a stroke so they had to have the stimulator turned off. The patient stated when the therapy was turned off about a week ago the blood pressure went down. They stated when the therapy was on it did not help their symptoms. Their urinary symptoms were the same with the therapy on and off. They were supposed to be calling about stolen devices and getting a new handset and controller but the patient stated they wanted the device taken out. They did not want the equipment replaced, they just wanted the device removed. The patient had an appointment with their healthcare provider on monday and was going to tell the healthcare provider to take it out. They reported having ms. They were not happy with the device and did not understand why it was implanted since it was not indicated for people with multiple sclerosis. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.